Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to moisture damage on keypad traces. No buttons scrolling upnoted. Device had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Device had cracked display window corner, cracked lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 151 mg/dl. Troubleshooting was not performed. The device was returned for analysis.